Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet pump to swim and, while attempting to reconnect, dropped it onto the floor, resulting in a cracked touchscreen that prevented access to the upper left corner and the notifications icon; the user continued to bolus because the cartridge still contained insulin and glucose levels were in range. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.